Event description:
The user's hearing performance with the device is affected. The surgical and audiological team has decided to pursue a trial period with a hearing aid prior to the explantation of the vsb.

Manufacturer narrative:
Based on the received information, a damage to the conductive link or the device appears likely, as indicated by in-situ testing. In addition, the recipient was found to be partly out of audiological criteria for vibrant soundbridge. However, to determine an exact root cause of failure an investigation of the explanted device would be necessary. If the device is explanted and received in the future, the case will be re-opened and the device investigated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. At an appointment on the (B)(6) 2020 to upgrade the user's audio processor the user was not able to hear any sound when the device was stimulated directly despite no change in hearing thresholds. A follow-up appointment was scheduled for the (B)(6) 2020 and we are awaiting the feedback.